Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient stopped using therapy prior to an unrelated surgical procedure over 1 year ago. It is unknown if device was placed into surgery mode prior to procedure. In turn, ipg became inoperable and was unable to communicate with external devices. Troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken where in the ipg was explanted and replaced with a competitor ipg.

Manufacturer narrative:
It was reported that the patient stopped using their therapy over a year ago before the surgery and did not confirm if they set their system to surgery mode. Patient could not recall if they had any MRI's done prior to the surgery. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.